Event description:
It was reported that the wing head of the lead was broken. A different lead was used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the field complaint of a tine anomaly was confirmed in the laboratory. As returned, one tine was missing. Other damage found was sustained due to an external mechanical force. The lead exhibited normal electrical characteristics. (B)(4).